Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the pump gave a motor error alarm during the basal rate delivery. Troubleshooting was performed, and found that the drive support cap was flush. The pump was not exposed to high magnetic fields. The pump did pass the prime, displacement and self tests. Nothing further was reported.